Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal (date not reported). There are plans to do revision surgery; however, this has not occurred as of the date of this report.